Event description:
A patient reported that their pump screen was damaged and coming apart, with the screen delaminating and needing to be taped down, which made it difficult to use and caused concerns about potential water damage. The protective rubber door was also missing from the charging port, raising worries about the inability to update the software. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting as they were currently out of warranty and in the process of obtaining a new device.